Event description:
The customer reported having alarms in the last couple days. The infusion set was changed several times. The customer reported that they were hospitalized for high bgs. Advised customer the need to troubleshoot the device. It was indicated that the data from troubleshooting in recent days would be downloaded and analyzed in case pump needs to be returned. In addition. It was confirmed that the customer ran a fixed prime test and passed.